Manufacturer narrative:
The reported sensor was returned and investigated and a new issue was observed. Visual inspection has been performed and no issues were observed. Sensor was observed to be in state 5 (normal termination). Sensor plug was removed and the plug assembly was inspected. Marks were observed on all three sensor plug. Whisker observed on the work sensor plug terminal. The sensor plug was observed and it was fully seated in the mount. The sensor neck was inspected and no cracks or damage was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving erratic readings on their adc flash glucose monitoring system. Customer reported receiving readings of 148 mg.dl, 48 mg/dl, 30 mg/dl, and "lo" (less than 20 mg/dl) within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.